Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power with damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: review of the black box data revealed a power on reset event on (B)(6) 2017. The battery compartment was confirmed to be cracked. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap secured properly to the pump and maintained electrical connection for testing. The pump powered on normally and successfully completed ez-prime steps without interruption in power. The power printed circuit board was noted to be intact and without damage or defect. Investigation did not duplicate the power complaint. Unrelated to the original complaint, the cartridge compartment was noted to be cracked. (B)(4).